Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, the reported phenomenon was not duplicated. In addition, omsc found that there was corrosion on the electrical contact of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, there was the possibility that the image signal of the endoscope had become unstable temporarily due to corrosion on the electrical contact of the camera cable might have caused. Also, there was the possibility that corrosion of the electrical contact might be attributed to the inappropriate handling by the user. Olympus stated the appropriate handling of this device and the counter-measures against the irregularity in the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared during an unspecified procedure using the subject device. The user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury associated with this report.